Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were new on the insulin pump and was experiencing high blood glucose. The customer¿s blood glucose level during the incident was 421 mg/dl. The customer¿s current blood glucose level was about 500 mg/dl. The customer mentioned that they were going to the emergency room. Troubleshooting was not performed because the call was disconnected. The device will not be returned for analysis.